Event description:
The proximal filter of the embolic protection device would not deploy. The catheter was removed with no harm to the patient. Manufacturer response for embolic protection device, (brand not provided) (per site reporter). Clinical site notified mfg [manufacturer] rep directly.